Event description:
The following was reported to davol by the pt's attorney: the pt was implanted with multiple pelvic mesh products including bard mesh. Attorney's report of alleged pain, suffering, disability, and impairment.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have caused or contributed to the reported event. The attorney did not allege a specific device failure and medical records have not been provided. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.